Event description:
As reported: the patient had two multiple aneurysms located in the c7 and c6 segments of the internal carotid artery. The aneurysm measurements were as follows: at the c7 segment, aneurysm width 3 mm, length 4.3 mm, neck 2.9 mm; and at the c6 segment, aneurysm width 2.5 mm, length 2.4 mm, neck width 2.6 mm. The distal vessel diameter was 3.8 mm and the proximal vessel diameter was 4.7 mm. The operator planned to use a 214523-cas stent to provide coverage and assist coil embolization of both aneurysms. After removing the stent from the package, it was flushed through the y-valve. Once water flowed from the distal end of the delivery sheath, the delivery sheath was tightened against the stent catheter hub and the stent was advanced. After positioning, anchoring was performed. Following anchoring, the stent was released normally to the posterior communicating segment aneurysm until the neck was covered; the stent was then partially released and coils were deployed until embolization was completed. The stent was subsequently further released to cover the second aneurysm at the ophthalmic segment bend. At the ophthalmic bend, the stent was found unable to open normally; repeated adjustments failed to open it. Because one stent was intended to cover two aneurysms and the distal aneurysm had already been embolized, the operator did not dare to recapture the stent due to the risk of coil migration at the posterior communicating aneurysm. Therefore, the operator attempted full deployment in the hope that the stent would open; however, it still did not open after full release. After multiple unsuccessful attempts, the operator retrieved the stent using a self-made snare device. After retrieval, the stent was slowly pushed out in saline outside the body and was found to be severely deformed and unable to open normally. The operator then replaced it with another stent of the same model, which was deployed normally, and the procedure was completed. Patient is fine.

Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.